Event description:
Voluntary medwatch received states that the patient had infection, and the left ventricular (lv) lead was also noted to have eroded through the skin. The lv lead, which was previously capped, was explanted due to the infection. The patient had no adverse consequences.